Event description:
It was reported that guide wire perforation on the balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery (rca). A 185cm kinetix¿ guide wire was selected and advanced to the target lesion. It was noted that the edge of the wire looked "so strange and too stiff". When predilation was performed using a non-bsc balloon catheter, it was noticed that the edge of the wire perforated the balloon and it ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a kinetix guidewire. The outer diameter (od) of the guidewire was measured. There was no evidence of any product quality deficiencies. There was no damage or irregularities with the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that when the balloon catheter passed the wire, the wire felt a little bit strange and it came all the way through the balloon catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the balloon catheter passed the wire, the wire felt a little bit strange and it came all the way through the balloon catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).